Manufacturer narrative:
Additional product code: hrs. It is not known if device was explanted complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that patient was implanted with two (2) 4.0mm cancellous bone screws for unknown purpose on unknown date. Patient reports that one (1) of the screws broke within two (2) months of implant and the other broke within the next three (3) months. It is not known which screw broke first. Patient reports discomfort. There is no report of additional surgical intervention at this time. This report is for one (1) 4.0mm cancellous bone screw this is report 2 of 2 for (B)(4).